Event description:
It was reported that this right ventricular (rv) lead experienced impedance value greater than 2200 ohms and high capture threshold. This lead was capped and replaced with a new rv lead. No additional adverse patient effects were reported.